Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed the pump's basal rate to 5.5 rather than the intended value of 0.55. Customer's blood glucose was was 107 mg/dl. Customer corrected the pump setting and resumed insulin therapy.